Event description:
On (B)(6) 2013, essure 305 was inserted. Insertion was difficult (narrow cervical channel). Tubal os was easily visualized. There were no abnormal findings prior to insertion. There were no complaints immediately after insertion. On (B)(6) 2013, perforation (unilateral right) was diagnosed via ultrasound. It was stated perforation occurred before deployment. Pt was experiencing abdominal pain. No essure confirmation test was performed. Essure was removed on the left side. On (B)(6) 2014, essure was removed on the right side. It was not medically necessary to remove essure. Removal was performed laparoscopically. Pt was recovered.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up received on (B)(4) 2014: it was reported that perforation occurred on the right fallopian tube. With the first surgical procedure on (B)(6) 2013, device was not found in the abdomen and the patient requested removal of essure on the left tube. On (B)(6) 2014, another surgical procedure was done and essure (right) was removed from abdomen. Case correction after internal review on (B)(4) 2014: the event treatment non-compliance was added. Ptc investigation result was received on (B)(4) 2014. This adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: the medical events reported are not necessarily indicative of a quality defect. The usability issue is not indicative of a quality defect and is likely due to the noted anatomy observation. No complaint sample was provided for a technical investigation. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the (B)(4) database for a more detailed statistical medical evaluation is possible without a batch number. At the time of this medical assessment the technical investigation concluded "unconfirmed quality defect". Based on the information available, there is no reason to suspect a quality defect. (B)(4). Company causality comment: this medically confirmed, spontaneous case report, refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced perforation of right fallopian tube. This event was considered serious, as medically significant; it is listed according to reference safety information for essure and was regarded as incident since essure was surgically removed (required intervention). Fallopian tube perforation with essure may occur, most often during insertion. In this particular case, a fallopian tube perforation was diagnosed one day after essure insertion; the patient was submitted to a laparoscopic removal of the device and recovered; given the positive temporal relationship a causal relation between the reported perforation and essure cannot be excluded. In addition non-serious events were reported. A product technical analysis was performed and concluded that based on the information available, there is no reason to suspect a quality defect of the product. No further information is expected.